Event description:
Allegedly suffering due to mom complications: pain,elevated cobalt levels, effusions, hypertrophic overgrowth, synovitis, hyperplasia, pigment deposition, and foreign material.- right

Manufacturer narrative:
This is the same event as 3010536692-2015-01213.